Event description:
On (B)(6) 2012, customer reported that reagent probe a, on the dxc 800 pro instrument, leaked. Customer stated that there was fluid on the drip tray beneath the probe. Customer stated that no loose lines or fittings were noted. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and determined that the event was related to an intermittent failure of the vacuum valve. Fse replaced the valve and this resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).